Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation: a review of the device history review was not performed, as the described complaint is being addressed per quality plan and is not related to a manufacturing non-conformance. Failure analysis: the described failure is being addressed by an internal quality plan for issues relating to power supply, hard start issues, and early-life failure of the lamp module. As an interim solution, integra can replace components of the mlx lighting units to restore functionality. Root cause analysis: a quality plan was opened by integra-tullamore to address the root cause and corrective actions for issues of power supply failure.

Event description:
It was reported that the fuses of the mlx 300w xenon lightsource (00mlx) kept blowing; it is suspected that the unit has a faulty power supply. The issue was discovered before a procedure; thus, no patient injury, death or surgical was occurred.